Event description:
A physician reported revision surgery to explant a migrated tritanium pl cage and a fractured es2 integrated blade screw. The patient reported experiencing pain. This report captures the tritanium pl cage.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed. No relevant manufacturing issues were identified as all units met stryker specifications and no similar complaints were identified. From the tritanium pl surgical technique: the tritanium pl cages are to be used with supplemental fixation that is intended for use in the lumbosacral spine. If pedicle screws were not inserted earlier in the procedure, insert pedicle screws at this point or other appropriate supplemental fixation. Compression of the pedicle screws or interspinous device may be used to create segmental lordosis of the segment fused. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. As it was confirmed that the left s1 screw fractured, the most likely root cause for the tritanium pl cage migration was due to inadequate supplemental fixation due to a compromised fixation structure.

Event description:
A physician reported revision surgery to explant a migrated tritanium pl cage and a fractured es2 integrated blade screw. The patient reported experiencing pain. This report captures the tritanium pl cage.